Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is (B)(6).. .

Event description:
It was reported that the abutment fractured. No further information was provided. Tooth site # 12.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie did not receive one (1) tsvldazr3, (bellatek® zirconia abutment tsv 3.5mm) for evaluation visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 8652775-2. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Lda abutments are scanned and designed within the lab. Zimmer biomet only mills the design received through realguide software. Therefore, a comparison between the customer design and the product should be performed. In this case, the product has not been returned for assessment, hence a comparison could not be performed, nor the reported fracture evaluated. Digital design file review was not needed in this cause. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.